Manufacturer narrative:
(B)(4)

Event description:
It was reported "the epidural catheter became dislodged from the patient's back when he was ambulating." Additional information reported the patient underwent imaging and was "discharged home with seemingly no adverse events". It was determined there was no remaining pieces of the catheter inside the patient. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "the epidural catheter became dislodged from the patient's back when he was ambulating." Additional information reported the patient underwent imaging and was "discharged home with seemingly no adverse events". It was determined there was no remaining pieces of the catheter inside the patient. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4), the customer returned one snaplock assembly and one epidural catheter piece. The returned components were received connected together. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter piece revealed the proximal end of the catheter was returned and was intact. The returned catheter piece also reveals signs of stretching. The extrusion and coil wire are extremely stretched at the likely most distal end of the catheter as the distal tip is not intact and was not returned. The returned catheter appears used as biological material can be seen between the inner coils and adhesive material can be seen on the outer extrusion. No other defects or anomalies were observed. A dimensional inspection was performed on the returned catheter. The returned catheter extrusion measures approximately 67.5cm. This indicates at least 21.0cm of the extrusion is missing as the specification for the epidural catheter indicates that the proper extrusion length of an epidural catheter is 88.5-91.5cm. A device history record review could not be performed as no lot number was provided by the customer. The IFU for this product warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively." The reported complaint of the catheter dislodging from the patient's back could not be confirmed based upon the sample received. The returned catheter piece showed signs of stretching as the extrusion and coil wire were extremely stretched at the likely most distal end. The IFU for this product warns the user never tug or quickly pull on catheter during removal and do not apply additional tension if the catheter begins to stretch as there is a risk for separation. It is unknown how the catheter was handled prior to and during use. Therefore, the potential cause of this complaint could not be determined based on the information provided and the condition of the sample received.